Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the crt-d, rv lead, and right atrial (ra) lead were replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed a suspected infection. It was noted that the patient initially had a fever. Antibiotics was administered due to a positive blood culture for methicillin-sensitive staphylococcus aureus. A transthoracic echocardiogram (tte) was done, which confirmed a wart that was growing. It was noted that the right ventricular (rv) lead had a verrucous adhered to it. The patient was transferred to another facility were the cardiac resynchronization therapy defibrillator (crt-d) system was removed. A new system will be implanted after the patient¿s follow-up exam. No further patient complications have been reported as a result of this event.